Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory case.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tear marks inside the channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the contamination could be due to the degraded inside channel. However, since event was not reproduced is not possible to make a direct correlation. Based on historical data, possible causes include cause not established for the customer allegation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.